Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient forgot they had an ins implanted, and they were put into an MRI machine the day of the call. The caller stated the patient was in for a brief period of time before alerting the caller that they felt like the ins was vibrating. The patient was removed from the machine and the caller was going to have the patient pursue a follow up with their managing healthcare provider. It was noted this was a sudden change in symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that there was no physical issue with the ins noted upon follow up as of (B)(6) 2019. The actions taken to resolve the ins vibrating in the MRI machine were that the patient was removed from the MRI machine and the issue resolved. The hcp reported the ins was still properly functioning as of (B)(6) 2019. No further complications were reported.